Event description:
Company review of maude database revealed medwatch, serious injury, life threatening. Company complaint management system search revealed no cases that match or resemble the event description of the medwatch. Unable to identify facility, reporter , user, or date of event. Unable to confirm any data/info on this medwatch. As described per (B) (4). "Event description: pyxis opened to prepare medications as part of pre-brief for open heart surgery. The inventory levels as shown in the drawer for heparin, etomidate, protamine sulfate, pancuronium bromide were zero. All the medications had to be obtained for pt from other machines in other or rooms. The pyxis software was updated the night before. The list of medications needed filled did not print as planned for two of the operating rooms. Company contacted and worked on software correcting the problem."

Manufacturer narrative:
(B) (4) - case opened for reporting purposes. Additional data/failure investigation: the event description listed in the medwatch does not indicate harm to a pt or user. The event appears to have occurred during case preparation when a pt would not typically be present. However, this info cannot be confirmed. No medications listed in the event description, as unavailable, are life saving/life sustaining medications. In the event more info becomes available, a follow-up report will be submitted.